Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated out of the fallopian tube") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), nausea ("nausea"), weight increased ("weight gain"), insomnia ("insomnia") and pelvic pain ("chronic pain"). The patient was treated with surgery (underwent removal of the device). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, mood swings, nausea, weight increased and insomnia outcome was unknown. The reporter considered device dislocation, insomnia, mood swings, nausea, pelvic pain and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one of the coils had migrated out of the fallopian tube/expulsion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), nausea ("nausea"), insomnia ("insomnia"), pelvic pain ("chronic pain/pelvic pain"), abdominal pain ("abdominal pain"), adhesion ("adhesion") and psychological trauma ("phsych injury") and was found to have weight increased ("weight gain") and neoplasm ("tumor"). The patient was treated with surgery (salpingectomy (bilateral}, hysterectomy (full)/ additional surgery (B)(6) 2012). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, mood swings, nausea, weight increased, insomnia, abdominal pain, adhesion, neoplasm and psychological trauma outcome was unknown. The reporter considered abdominal pain, adhesion, device expulsion, insomnia, mood swings, nausea, neoplasm, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: date(s) of removal: previously reported (B)(6) 2018 and as per current ppf (B)(6) 2018. She received treatment for pelvic /abdominal pain, expulsion, adhesion. She received treatment for psych injury: unknown. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) right occlusion only. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received: event device dislocation was updated to device expulsion. New event abdominal pain, adhesion, tumor was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one of the coils had migrated out of the fallopian tube/expulsion') in an adult female patient who had essure (batch no. 871976-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, leiomyoma nos, intramural leiomyoma of uterus, hydrosalpinx, ovarian cyst, pelvic adhesions, pelvic adhesions, ovarian cystectomy, migraine, herpes nos, menarche, headache and nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), nausea ("nausea"), insomnia ("insomnia"), pelvic pain ("chronic pain/pelvic pain"), abdominal pain ("abdominal pain"), adhesion ("adhesion") and psychological trauma ("phsych injury") and was found to have weight increased ("weight gain") and neoplasm ("tumor"). The patient was treated with surgery (salpingectomy (bilateral}, hysterectomy (full)/ additional surgery (B)(6) 2012). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, mood swings, nausea, weight increased, insomnia, abdominal pain, adhesion, neoplasm and psychological trauma outcome was unknown. The reporter considered abdominal pain, adhesion, device expulsion, insomnia, mood swings, nausea, neoplasm, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: date(s) of removal: previously reported (B)(6) 201802 and as per current ppf (B)(6) 2018. She received treatment for pelvic /abdominal pain, expulsion, adhesion. She received treatment for psych injury: unknown. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) right occlusion only. Lot number reported 871976 is not valid. Most recent follow-up information incorporated above includes: on 3-feb-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one of the coils had migrated out of the fallopian tube/expulsion') in an adult female patient who had essure (batch no: 871976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, leiomyoma nos, intramural leiomyoma of uterus, hydrosalpinx, ovarian cyst, pelvic adhesions, pelvic adhesions, ovarian cystectomy, migraine, herpes nos, menarche, headache and nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), nausea ("nausea"), insomnia ("insomnia"), pelvic pain ("chronic pain/pelvic pain"), abdominal pain ("abdominal pain"), adhesion ("adhesion") and psychological trauma ("phsych injury") and was found to have weight increased ("weight gain") and neoplasm ("tumor"). The patient was treated with surgery (salpingectomy (bilateral}, hysterectomy (full)/ additional surgery on (B)(6) 2012). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, mood swings, nausea, weight increased, insomnia, abdominal pain, adhesion, neoplasm and psychological trauma outcome was unknown. The reporter considered abdominal pain, adhesion, device expulsion, insomnia, mood swings, nausea, neoplasm, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: date(s) of removal: previously reported on (B)(6) 2018 and as per current ppf on (B)(6) 2018. She received treatment for pelvic /abdominal pain, expulsion, adhesion. She received treatment for psych injury: unknown. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2012: essure confirmation test(s) (unspecified) right occlusion only. Most recent follow-up information incorporated above includes: on 27-jan-2021: mr received. Reporter information , lot no and other relevant history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one of the coils had migrated out of the fallopian tube/expulsion') in an adult female patient who had essure (batch no. 871976-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female, leiomyoma nos, intramural leiomyoma of uterus, hydrosalpinx, ovarian cyst, pelvic adhesions, pelvic adhesions, ovarian cystectomy, migraine, herpes nos, menarche, headache and nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), nausea ("nausea"), insomnia ("insomnia"), pelvic pain ("chronic pain/pelvic pain"), abdominal pain ("abdominal pain"), adhesion ("adhesion") and psychological trauma ("phsych injury") and was found to have weight increased ("weight gain") and neoplasm ("tumor"). The patient was treated with surgery (salpingectomy (bilateral}, hysterectomy (full)/ additional surgery (B)(6) 2012). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, mood swings, nausea, weight increased, insomnia, abdominal pain, adhesion, neoplasm and psychological trauma outcome was unknown. The reporter considered abdominal pain, adhesion, device expulsion, insomnia, mood swings, nausea, neoplasm, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: date(s) of removal: previously reported (B)(6) 2018 and as per current ppf (B)(6) 2018. She received treatment for pelvic /abdominal pain, expulsion, adhesion. She received treatment for psych injury: unknown. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) right occlusion only. Lot number reported 871976 is not valid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.